Event description:
It was reported that a week post implantation it was found that the implant had collapsed 0.5 cm more than the final broach. The intra op x-ray did not show anything because the patient was in so much pain for a few days post implantation so a CT scan was taken and showed a fracture of the femur. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: belgium. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device remains implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: nondisplaced periprosthetic fracture of the femoral diaphysis ventrally. A definitive root cause cannot be determined. It is unknown if the stem not seating properly was related to the bone fracture, and when exactly the bone fracture occurred as the reporter indicated the intra op x-rays didn't show anything. However, the pain and fracture was only reported a few days post op. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.